Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Review of the device history records found lot was manufactured to specification. No anomalies identified. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2001 the patient underwent surgery for repair of an incisional hernia. As reported, a composix e/x hernia patch mesh, lot number 41aldp03, was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the composix e/x hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective composix e/x mesh.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2001 the patient underwent surgery for repair of an incisional hernia. As reported, a composix e/x hernia patch mesh, lot number 41aldp03, was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the composix e/x hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective composix e/x mesh. Addendum per additional information provided: on (B)(6) 2001 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix e/x mesh (device #1). Per operative notes, ¿a large hernia defect was found in abdominal wall fascia and was dissected out. A composix e/x mesh (device #1) was placed and sutured.¿ on (B)(6) 2016 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent laparoscopic into open repair with lysis of adhesions and partial removal of mesh. Per operative notes, ¿a large amount of adhesions were seen in abdomen and was taken down. Small bowel was densely adherent to the mesh which was balled and identified a recurrent ventral hernia. The mesh was densely incorporated to the bowel and it was resected. A large amount of previous mesh was removed and a biologic mesh was placed around abdominal wall to cover both hernia defects.¿ on (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia and chronic abdominal wound infection thereby underwent open repair. Per operative notes, ¿the purulent material was drained and removed the loose piece of prolene suture with knots. A composite mesh was found which was densely adherent in some areas, it was noted to be folded and wrinkled. In left side of abdominal wall, parts of the mesh were identified and removed. All nonincorporated synthetic prosthetic mesh material was excised.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of phasix st mesh (device #2). Per operative notes, ¿adhesions into the anterior abdominal wall was lysed. A large hernia defect was noted in the mid abdominal region. A phasix st mesh (device #2) was placed on the peritoneal cavity and sutured.¿ on (B)(6) 2017 - patient was diagnosed with infected seroma thereby underwent open repair. Per operative notes, ¿the phasix st mesh (device #2) was completely intact. There was no frank pus or foul smell encountered. The repair looked good and there was no evidence of a defect within a mesh. There was a little bit of fully incorporated polypropylene mesh (device #1) and it was excised.¿ attorney alleges that the patient had abscess, adhesions, bowel/intestinal removal, fistulae, infection, pain, mesh migration, mesh shrinkage, seroma, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Review of the device history records found lot was manufactured to specification. No anomalies identified. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 14 years 8 months post implant of composix e/x mesh, patient was diagnosed with adhesions, mesh deformation, infection, pain and hernia recurrence thereby underwent repair with explant of mesh. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." The instructions-for-use supplied with the device list adhesions as a possible complication. This supplemental emdr was submitted to represent the composix mesh e/x (device #1). An additional emdr was submitted to represent the phasix st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.